Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had broken force sensor was detected during seating or regular delivery. Customer's blood glucose level was 8.8 mmol/l. Customer also stated that the insulin pump was not exposed to a high magnetic field and they were assisted in clearing alarm. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. It was also advised to customer that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.